Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism partially extended. Visual inspection found set screw mark noted on the terminal pin. Buckle noted in the lead insulation from the lead having been bent approx. 162mm from the terminal pin. Blood/body fluid noted in the helix housing and in neck region. Subsequent electrical testing and x-ray did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or loss of capture.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. It was identified via chest x-ray. The patient experienced loss of capture. The patient had been performing heavy lifting and over the head lifting. The right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.